Event description:
The hearing performance was affected. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. The device works within specification. According to the information received from the field in situ measurements during implantation surgery and activation showed several channels with hi status likely due to air over the electrode contacts. This is a final report.

Event description:
The hearing performance was affected. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.